Event description:
(B)(6) was running on the treadmill at (B)(6). He went into cardiac arrest and they tried to use an AED (automated external defibrillator) on him but it failed to administer a life-saving shock and (B)(6) was pronounced deceased once he arrived at (B)(6) hospital.